Event description:
During an obstetrical ultrasound it was noticed that the lmp% on the ob worksheet was under the fiftieth percentile, but the estimated date of confinement by ultrasound was actually moved back by three days.